Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient experienced some bleeding, oozing from their access site following impella cp implant. Forward sutures were placed, but the oozing persisted. The sutures were then replaced, and the site was redressed with angle matching technique to resolve the condition. The following day, an echo echocardiogram (ultrasound) was performed and an apical thrombus was discovered. Due to the noted thrombus, the decision was made to explant the pump.

Manufacturer narrative:
The investigation for the reported access site bleed and thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of access site bleeding was determined to use issue because it was mentioned that the bleeding issue was resolved after angle matching. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. D4-updated model number.